Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system: within 10 minutes - 16 mg/dl and 78 mg/dl. Within 10 minutes - 25 mg/dl and 97 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.